Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.